Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed ringing in the ears. The physicians could not confirm if the symptoms were related to the device. The patient decided to have the device explanted and there have been no reports of further complications regarding this event.